Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that he found the new tank to be low of helium. The fse replaced the tank and performed all functional and safety checks on the iabp. The iabp passed all checks and was returned to the customer cleared for clinical use.

Event description:
The customer reported that when they installed a full helium tank on their intra-aortic balloon pump (iabp) the gauge did not read full. There was no patient involvement or adverse event reported.